Event description:
Device #2 malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ ae: none. It was reported that during an interventional procedure in the left superficial femoral artery, during pre-dilatation, the fox plus (3.0x40) balloon ruptured at 12 atmospheres (atm) during the second inflation. A second fox plus (6.0x60) balloon was used; however, this balloon also ruptured at 8 atm during the first inflation. The balloons were completely removed from the body and the procedure was completed using a non-abbott balloon. There was no adverse patient effect. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The first fox plus (3.0x40) balloon (lot 535518) referenced was filed under medwatch # 9710478-2008-00162.